Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "granuloma and inflammatory nodule at all areas treated" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported about 5 months after injection with 1 syringe of juvéderm vollure¿ xc in the upper & lower lips and upper cutaneous lip rhytids, the patient experienced a ¿granuloma.¿ within a month of symptoms beginning the patient was treated with hylenex and a few weeks later with vitrase. Symptoms are ongoing.